Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The alleged product issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Event description:
It was reported that during a coil embolization treatment for an aneurysm, the first coil used prematurely detached in the microcatheter. There was no patient injury or intervention. The patient is in good condition.

Manufacturer narrative:
The investigation found the pusher bodycoil stretched with the lead wires exposed and the pet broken at the transition area. The implant was not returned for evaluation. The investigation found the pusher's monofilament with a tensile break shape at the tip, which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The microcatheter used in the procedure was not evaluated as a part of this evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.

Event description:
Additional information was received that stated the coil embolization procedure was performed to treat the aneurysm. The coil was removed. Another coil was used to complete the procedure. There was no patient injury or intervention.

Manufacturer narrative:
Additional information was received, and this information is documented in b5.